Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Patient reported that over the course of 2 hours despite insulin delivery, her blood glucose levels climbed from 465 mg/dl to 541 mg/dl while wearing the pod between 24 and 36 hours. Patient also reported having bronchitis. The patient was treated with 10 units of insulin and intravenous fluids. Upon removal, the pod's cannula was found bent. The patient was released after spending 26 hours in the hospital.